Event description:
It is reported that when opening the packaging, it was apparent that the seal was not properly glued down. Another articular surface was implanted.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.